Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the displayed image was occasionally flickering. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.